Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a clinical follow up that the patient's right ventricular lead (rv) exhibited high pacing impedance. The rv lead will be monitored. The patient was in stable condition.